Manufacturer narrative:
Ref. Comp # (B)(4).

Event description:
On (B)(6) 2025, fujifilm healthcare americas corporation was informed of an event involving fdr go portable x-ray system. On (B)(6) 2025, a fujifilm engineer was servicing the fdr go for a battery charging issue. An electrical arc was discharged while swapping out a circuit board. The engineer sustained 1st, 2nd, and 3rd degree burns to the right hand (index and middle finger) which required debriding and overnight hospitalization for observation. On (B)(6) 2025, fujifilm team arrived at the customer site to investigate the incident, review servicing practices, assist with taking apart the fdr go and implement corrective actions. The injured engineer stated he was replacing a power board when it exploded in his hands. A fujifilm coworker heard a loud pop and saw the injured engineer on the ground with burns to their hand. Both fujifilm employees stated service work was performed according to fujifilm fdr go service procedure and it was unplugged during servicing. On (B)(6) 2025, another fujifilm team visited the site to assist with continued investigation of the potential causes. The team observed significant burn marks on the circuit board. Photos were taken from all angles. Disassembly the fdr go and continuity checks when system was turned on or off. This included battery voltage checks, breaker inspection, and tests for electrical shorts. All fuses and capacitors were verified to be intact. This report is being submitted due to the confirmed injury to the service engineer.